Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 120 mg/dl, compared with the sensor glucose reading of 50 mg/dl. The customer also observed a bent cannula on the first sensor she used. Advised the customer to try the suggestions provided during the troubleshoot and to monitor the sensor glucose performance. Nothing further reported.